Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02810. It was reported that when the patient presented remotely via merlin.net transmission, multiple non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Intermittent r-wave sensing and low r-wave sensing amplitude were also noted on the right ventricular lead. Programming changes were made. The patient was stable throughout.